Event description:
Event #1 [redacted date]: "red dot" eck stickers for telemetry/5 lead cardiac monitoring not functioning as designed. During admission of new patient from ed, EKG leads were applied to the patient and noted that no respiratory rate was being captured on the monitor. Over the last two weeks, there have been increasing reports (now the 4th in the sicu) where patients are placed on the monitor with "red dot" EKG leads and no resp rate is detected. Last week numerous interventions were completed to try to figure out if the issue was the cable, monitor or module in the room, up to and including clinical engineering at the bedside. Ce utilized machines to cross check the devices and determined there was no faulty equipment, but when the EKG sticker was switched with different sticker and the problem resolved. "Red dot" EKG sticker switched with another brand of sticker and the respiratory rate began appearing. Concern for safety with these stickers as this has happened on four different patient, both sicu 6 and 7 and unsure if it is faulty product/lot/another issue. 3m red dot repositionable monitoring electrode. Ref 2660-3, lot# 202601sq, infor # (B)(4). Event #2 [redacted date]: continued issues with "red dot" electrodes intermittently picking up respiratory rate (6 additional issues, totally 10 known instances) between the two sicus and in various rooms and patients. Event report being placed for tracking purposes. 3m red dot repositionable electrodes infor number: (B)(4), ref 2260-3, lot: variable. Clinical engineering working with clinical site and have been able to reproduce the problem.